Event description:
Patient transported to ICU status post coronary artery bypass graft(CABG)x4 (off pump)procedure, on vasopressors. IV pump blue clamp on IV tubing occluding flow, IV pump did not detect or alarm upstream occlusion.